Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, deformation, and white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "painful" capsular contracture, baker grade unknown, and patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "painful" capsular contracture, baker grade unknown, and removal due to patient¿s concern with the product. Device has been explanted.